Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted multiple "wrong cassette" alarm messages after cassette latched as well as multiple "high pressure" alarm messages. Functional testing included use testing. The pump was powered on and no "wrong cassette" alarms were able to be duplicated. The real time clock and downstream occlusion sensor were replaced. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "wrong cassette" alarm with no cassette installed. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump's real time clock needed to be replaced. No adverse patient effects were reported.